Event description:
Boston scientific crm received info that during the explant of this device, the ventricular and atrial leads were stuck in the device header despite the loosening of the set screws. The physician inserted a small gauge needle with saline into the device header several times and waited some time for the leads to loosen. The leads were successfully removed, however, required a fair amount of tugging. The leads remain implanted with the new device. No adverse pt effects were observed,

Manufacturer narrative:
Upon receipt at the post market quality assurance lab, predecontamination inspection noted that the ventricle seal plugs were missing. No lead or terminal pin was returned in the lead barrels. All setscrews moved freely and operated normally. Post decontamination, microscopic visual inspection noted no irregularities in the lead barrels or connector blocks. The header was separated from the device casing and a cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection noted evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings. No other device irregularities were noted.